Manufacturer narrative:
E1: (B)(6). T is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a hyperglycemic episode on (b)(6( 2026, which was successfully managed with self-administered insulin via pump, resulting in stable blood glucose levels with no reported complications.